Event description:
It was reported that prior to the start of a da vinci-assisted total hysterectomy surgical procedure, an error 32101 occurred after the patient side cart (psc) collided with the ceiling light. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and confirmed repeated recoverable error 32101 pointing to axes controller platform (acp) 4. The tse asked the customer to power cycle the system, drive the psc in drive/manual mode, perform hard power cycle with emergency power off (epo), boot up in stand-alone mode, but the issue persisted. After pressing disable button, the customer could not move the column and drive the psc. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during targeting, and only the camera port was placed. The laparoscopy was completed without patient injury. The operation time was extended less than 15 minutes. No additional intervention was performed. There was no post-operative complication.

Manufacturer narrative:
Based on the claim against the product having recoverable error 32101, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the repeated recoverable error 32101 upon reviewing the error logs. The fse also found error 1123 on the universal surgical manipulator (usm) 3 after the psc was removed from the ceiling light. The fse checked all set up structure (sus) axis movement. The fse replaced usm 3 and replaced the rear end cover of the boom. The column and shoulder axis were recalibrated. The system was tested and verified as ready for use. The affected back cover involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Isi did receive usm involved with this complaint to perform failure analysis (fa) for 1123 sensor errors. In house fa confirmed the errors 1123 and found to be indicating a fault with the pitch searchlight. During normal fa testing, the error unable to be triggered. Once testing concluded, the link 1 cover was removed and the pitch searchlight was found to be moving on its bracket consistent with an 1123 calibration fault. As a fix, the pitch searchlight pca and bracket will be replaced. The usm passed fiber test, carriage/acm fan, led test/brightness direction y/p/I, carriage switches, carriage lissajous, brake release brake hold, sine cycle, carriage strength, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check. The complaint regarding repeated recoverable error 32101 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed repeated recoverable error 32101 pointing to the acp 4 related to reported complaint. An event verification confirmed the procedure was performed on the reported event date 16-june-2022 on system sl0544. This complaint is reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.